Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The diode cable was damaged on a battery tray. The damaged diode cable was replaced and the issue was resolved. The part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system diode assembly on battery tray 1 was damaged. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The diode was returned to the manufacturer for evaluation. Testing found that the diode assembly was electrically overstressed and there was an open on the cable.